Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed and unable to open. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 3.1 and 3.2 was not detected on bus. A field service engineer replaced the board to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.